Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. No a35 alarm or e70 alarm noted. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 15 mmol/l. Customer was trying to deliver insulin when the motor error alarm began. Troubleshooting for the motor error on the insulin pump was performed. Customer mother also reported motor position encoder error alarm and motion sensor test failure. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.